Event description:
Boston scientific received information that during the attempted implant of this lead, it was noted that the lead was inserted into a valve. Due to patient anatomy, the lead was left in the position with no possibility of taking it out. The lead was subsequently surgically abandoned. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.